Event description:
It was reported that 2 months after a coronary drug eluting stenting treatment procedure, the pt died. The physician placed a taxus express2 drug eluting stent and a taxus express2 drug eluting sent the next mo in the lad and om. It is unknown which stent was placed where. The pt was scheduled for back surgery in 2004 and was taken off plavix one week prior to the procedure. During the surgery the cath lab was called because the pt was having EKG changes and then coded. The pt was transferred to the cath lab where they found both stents had occluded. The pt expired in the cath lab. Add'l info has been requested.

Event description:
In 2004 the pt presented to emergency with substernal chest pain and had urgent catheterization. The cx had 80% stenosis, rca 60% but lad was unk. The lad was stented with a taxus express2 2.50 x 24 mm drug eluting stent. The pt was discharged on plavix. In about 2 weeks the pt returned with chest pain and a taxus express2 2.5 x 12 mm stent was implanted in the lcx obtuse marginal. The pt was still taking plavix and continued on it. Two weeks later the pt returned to emergency with chest pain. Pt was returned to the cath lab but they found no significant change in the obtuse marginal stent area and the pt was discharged. Pt returned on the 8th day with a lump in the right groin which they felt was a hematoma. It was dressed and pt was scheduled for an ultrasound to rule out a pseudo aneurysm and was to follow up with cardiologist. The facility can not find any additional records on this pt at this time.